Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s insulin remaining reading was incorrectly reading more than what was in the cartridge. The reporter stated that on one occasion, the home screen showed 95units left, however, when the user attempted to prime the pump but could not, they removed the cartridge and found that the cartridge was empty. The reporter noted that the user did not trust the pump because of this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the black box showed multiple loss of prime warnings and no cartridge detected warnings. The returned battery cap and cartridge cap were used to complete investigation. Ezprime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring during testing. A cartridge filled to 100 units was loaded correctly with no errors, alarms or warnings occurring. The pump correctly calculated remaining insulin amounts during investigation steps. The pump was found to be performing within required specifications; the complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.